Manufacturer narrative:
This report is based on information provided by the service center. One device was received for evaluation. The returned sample did not meet specification as received by medtronic. A visual inspection of the generators¿ exterior found all four rubber feet missing. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A failure was found during the investigation that did not cause or contribute to the reported condition. The bipolar macro mode peak to peak voltage measured high out of specification at 788 volts. The bipolar macro mode peak to peak voltage specification range is 601 volts to 750 volts. The investigation identified the cause of the reported event to be a calibration issue. The generator was calibrated and the bipolar macro mode peak to peak voltage was within the stated specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an orthopedic procedure, the unit burned the doctor. There was no further information available.